Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the distributer contacted animas and reported a blank display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2014 with the following findings: testing confirmed a blank screen upon startup of the pump. The audible and vibratory alarms were found to be operational. A review of the black box history revealed multiple call service alarms following a ¿low battery¿ warning in the black box history. Testing revealed a component failure on the print circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.